Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo safety pen needle spring came out during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
One opened 30g x 5mm asd sample and three photos were returned from lot. No. 7314580, cat. No. (B)(4). Visual examination was carried out and it was observed that the non-patient end shield and a spring were separated from the sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The root cause of this issue is the rotation of the non-patient shield locking into the hub not being set correctly. (B)(4) was raised to address this issue.

Event description:
It was reported that bd autoshield duo safety pen needle spring came out during use. No serious injury or medical intervention was reported.